Event description:
The customer reported that their device powered off during a patient event. There was no additional information provided regarding the treatment the patient was receiving. The customer did report that there was no adverse outcome to the patient as a result of the reported failure.

Manufacturer narrative:
(B)(4). Physio-control evaluated the device and was unable to duplicate the reported failure. Proper device operation was observed through functional and performance testing and the device will be returned to the customer for use. The cause of the reported failure could not be determined.